Event description:
The lead was reportedly fractured. The lead was capped and replaced.

Event description:
It was reported that the device delivered inappropriate shock due to noise. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.